Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Charred tissue and blood were observed around the heating element and at the base of the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply (B)(4) at level 3.0. The device failed the pre-cautery test; it produced excess smoke during ten (5) 3-second activations. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using the max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. The jaws were cleaned per the IFU and the precautery test repeated. No smoke and/or steam which could be considered excessive was observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to reproduce any electrical failure. Based on the returned condition of the device, and the results of the investigation the complaint was confirmed for "excess smoke," but not confirmed for "failure to cut or intermittent continuity." The cause of the confirmed failure is charred blood and tissue build up at the jaws. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was creating too much smoke and was not cutting. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hp2 was creating too much smoke and was not cutting. Having a problem with the device working then shutting off.

Manufacturer narrative:
December 23, 2015 08:16 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was creating too much smoke and was not cutting. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hp2 was creating too much smoke and was not cutting. Having a problem with the device working then shutting off.